Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6). Phone: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of loop broken. Block h11: investigation result the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on the event description and information provided by the customer there is not enough evidence to determine whether the reported events were due to the physician's technique during the procedure or were related to a device malfunction. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that a cold snare was used in the colon during a colonoscopy. The exact procedure date was unknown. It was reported that the wire snapped during polyp removal. The procedure was completed, although there was no information regarding which device was used to finish the case. The patient subsequently underwent an MRI, and the scope involved in the event is currently being repaired. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6). Block h6: imdrf device code a0401 captures the reportable event of loop broken.

Event description:
It was reported to boston scientific corporation that a cold snare was used in the colon during a colonoscopy. The exact procedure date was unknown. It was reported that the wire snapped during polyp removal. The procedure was completed, although there was no information regarding which device was used to finish the case. The patient subsequently underwent an MRI, and the scope involved in the event is currently being repaired. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.